Event description:
Additional information was received stating that the company lens was replaced with the company lens of different model but same diopter. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in b.5. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the (1.50cyl), 23.0 diopter (add power +2.2/+3.2) lens implanted in oct of 2024 was replaced with a 23.0 diopter, (1.5 extended depth of focus) lens in nov of 2025. Due to the exchange of a multifocal lens to an extended-depth-of-field lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the patient experienced glare, blurry vision, halos. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was anisometropia and visual disturbances. There are two files associated with this report. This is 2 of 2.